Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the dm sides of a 5f exoseal vascular closure device (vcd) would not deploy and collagen impossible to release. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the "dm sides" of a 5f exoseal vascular closure device (vcd) would not deploy and collagen was impossible to release. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked, with a cordis catheter sheath introducer (csi) inserted on the unit¿s delivery shaft. No additional anomalies or damages were observed to be reported during this initial unaided eye visual inspection. Exoseal functional testing was executed by firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/ white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. Based on the results from this analysis the reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty- unable¿ was not confirmed, as the evaluations executed concluded that there is no evidence related to a deployment difficulty issue. The functional evaluation confirmed that deployment mechanism could be actioned as intended. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. In conclusion the product analysis does not suggests that the reported failures could be related to the manufacturing process of the unit, therefore no corrective or preventive actions will be taken.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.